Event description:
It was reported that the patient was unable to inflate the ams 700 inflatable penile prosthesis. The system pumped up exactly as it should when inflated outside the body. Also, the reservoir fluid was completely full. The entire ipp system was removed and replaced with a new tactra. No further complications were reported.

Event description:
It was reported that the patient was unable to inflate the ams 700 inflatable penile prosthesis. The system pumped up exactly as it should when inflated outside the body. Also, the reservoir fluid was completely full. The entire ipp system was removed and replaced with a new tactra. No further complications were reported.

Manufacturer narrative:
Device analysis: an allegation of inflation was reported. The ams700 ipp cylinders and ms pump were visually inspected and functionally tested. Both cylinders and pump performed within specification. Product analysis is unable to confirm the allegation of inflation. Visual inspection and functional testing of the ams 700 cylinders and momentary squeeze (ms) pump could not confirm the reported allegation of inflation. Both cylinders and the pump performed within specification. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of no problem detected was chosen as the most probable cause, as the reported events could not be confirmed through product investigation. The product analysis results, and event report provided no objective evidence that would warrant further escalation.